Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an increase in system controller temperature per the provider. The patient reported keeping the controller under blankets and was instructed not to do so. The system controller was reportedly still at an increased temperature during the day. No alarms, parameters are within normal range, self-test normal daily. This patient recently underwent controller exchange due to repeated backup battery faults. Engineering input was requested via email to determine urgency of log file analysis, but no log files were sent. The clinician instructed the patient to keep their controller in an open environment and to use the mobile power unit at night. Since following the recommendations, the patient hadn't had a recurrence of the hot controller.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of the system controller becoming hot to the touch was not confirmed. The system controller (serial number (B)(6) ) was not returned for analysis, and no log files were provided. Per additional information, the patient was advised to not keep the controller under blankets or in a pack at night, and to not keep the controller against their bare skin. The patient was also advised to not sleep on battery power. The patient has been following these recommendations and has not had a reoccurrence of the controller becoming hot to the touch. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit / 0 ¿ 40 degrees celsius. The heartmate 3 patient handbook (rev. D, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.